Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. During the procedure, it was noted that the patient's right ventricular lead had insulation damage. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.